Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was determined that the manufacturing site was incorrectly reported. Medwatch report #: 0002648920-2017-00397 was opened and is being submitted to correct this error.

Manufacturer narrative:
.

Event description:
It was reported the inner package label was missing.